Manufacturer narrative:
(B)(4). The actual sample was not returned; however, a photograph of the sample was received and evaluated. Visual inspection of the photograph revealed that the tubing had pulled out of the outlet port of the filter. The cause of the condition was not determined. A CAPA has been initiated to investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; however, photographic samples were submitted and evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a blood tubing set disconnected from the drip chamber during use. The patient received 15 minutes of a blood transfusion before the nurse noticed the disconnection. Blood from the transfusion bag leaked onto the floor. There was no blood loss to the patient. There was no medical intervention or patient injury associated with this event. No additional information was provided.